Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states.the event occurred in (B)(6).

Event description:
Customer reported the failure of device control buttons. No adverse event alleged.a request was made for the return of the device.